Event description:
A paper drape was used to cover this pt during a laparoscopy. A light cord touched the drape and burned the drape within 3 seconds of touching it. If gone unnoticed, a fire could have resulted and potentially, the pt burned. Light cord intact, no apparent defects.